Event description:
Two (2) baxter 2l all-in-one eva bags lot # p117416 leaked from tubing insertion port approximately 24 hrs after compounded tpn. Bags were stored in refrigerator for 24 hrs prior to leakage discovery. Blue protective cover fell off port of one bag. Leakage appears to be from seam of insertion port, not from bag itself.